Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was successfully interrogated and completed a memory dump. Visual inspection found no irregularities that would have been present when the customer received /utilized the device, and the header was firmly attached. The longevity calculation for this device passed or was not applicable. The infection or infection related allegation could not be confirmed by lab analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was associated with a system infection. Surgical intervention was performed, and the ICD was explanted. In the recovery room, the patient experienced pulseless electrical activity and died. According to the hospital staff, the cause of death was believed to have been the result of a rupture of the patient's known aortic aneurysm.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was associated with a system infection. Surgical intervention was performed, and the ICD was explanted. In the recovery room, the patient experienced pulseless electrical activity and died. According to the hospital staff, the cause of death was believed to have been the result of a rupture of the patient's known aortic aneurysm. The ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.